Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the guidewire had a severe bend 2cm from the distal tip. The catheter was kinked approx. 8.3cm from the hub. A full dimensional inspection was carried out and the device was within specification. A 0.0184in mandrel was advanced through the microcatheter hub, slight resistance was experienced due to the presence of the kink on the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right hepatic artery embolization treatment procedure, the guide wire became stuck on the catheter. Vascular access was obtained via the femoral artery. The de-novo target lesion was located in the severely tortuous artery. This renegade hi flo infusion catheter was selected and advanced against resistance. The device successfully crossed the lesion. However, after implanting the physician found the guide wire was unable to be removed from the microcatheter. When removed from the patient the head of the microcatheter was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during a right hepatic artery embolization treatment procedure, the guide wire became stuck on the catheter. Vascular access was obtained via the femoral artery. The de-novo target lesion was located in the severely tortuous artery. This renegade hi flo infusion catheter was selected and advanced against resistance. The device successfully crossed the lesion. However, after implanting the physician found the guide wire was unable to be removed from the microcatheter. When removed from the patient the head of the microcatheter was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.